Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. There was no issues during sheath preparation, but when the catheter was introduced, air was noticed when aspirating. The physician aspirated a couple of times more and the issue persisted. The sheath was replaced and the procedure was completed successfully. Nop patient complications were reported. The device is not expected to return as it was disposed.